Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited high pressure alarm and the patient had not been feeling well (patient was hot, more fatigued) for 2-3 hours. Subsequently, the patient switched pumps and started to feel better but was not sure if the "pump's malfunction affected how much medication was infusing". The reporter also indicated that the patient will not notify medical doctor (md) as she was feeling better. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to repeat customer's reported problem. During investigation the pump was ran with customer's returned program and no problems occurred. Visual inspection of the pump's event history logs showed "high pressure" alarm message after primed. The investigation recommended the pump downstream occlusion sensor be replaced. The problem source of the reported problem is unknown.

Event description:
Additional information revealed that the infusion was life sustaining.